Manufacturer narrative:
Additional information; possible lot numbers are; 19075861, 19096727, 19105890, and 19075148. The customer¿s report of a tubing leak was confirmed. The used samples were received attached to each other; infusion bag connected to set's drip chamber spike. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a tear in the silicone segment directly above the lower fitment component. No other obvious damages or issues were observed. Functional and pressure testing confirmed leaking from the tear. The cause of the leak was identified to be due to a tear on the silicone segment. The root cause of the damage was not identified.

Event description:
It was reported that tubing running d5 and ½ normal saline at 75ml/hour, was primed through the pump module and afterwards, it was noted that the tubing was leaking below the pump and contained air. The tubing and devices were removed from the floor, and a new set-up was obtained. There was no patient harm. This event occurred in the ICU while using the adult profile on the pump module.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that tubing running d5 and ½ normal saline at 75ml/hour was primed through the pump module and afterwards, it was noted that the tubing was leaking below the pump and contained air. The tubing and devices were removed from the floor, and a new setup was obtained. There was no patient harm.